Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of redv1285 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that during the procedure via central venous approach with placement of a central venous chinstrap, the catheter was broken after two minutes of procedure started . After that the procedure was stopped by the nurse.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and was determined to be use related. One 4 fr single lumen groshong nxt clearvue catheter was returned for evaluation. An initial visual observation showed use residue throughout the returned sample, especially within the catheter. A large ¿c¿-shaped split was observed in the extension leg tubing, about 1 cm distal to the white sleeve of the red luer hub. The catheter was found to be occluded with blood residue. A microscopic observation revealed the surface of the split was very smooth and granular. The damage observed in the returned sample was characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10 ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. The product IFU states: ¿do not flush against resistance¿ and contains recommended maintenance procedures. A lot history review (lhr) of redv1285 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that during the procedure via central venous approach with placement of a central venous chinstrap, the catheter was broken after two minutes of procedure started . After that the procedure was stopped by the nurse.